Manufacturer narrative:
The bipap a40 pro (114023434) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging a "fan" inoperative alarm had occurred on a bipap a40 pro device. No medical intervention was specified. The device was not reported to be in clinical use at the time of the allegation. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.